Event description:
Analysis of the lead was completed. Lead fractures, corrosion, and fluid leaks were identified. Three fractures were identified. The mechanism of the two of the fracture could not be ascertained during analysis. The fracture of the third location was dammed to be likely related to a stress induced fracture. No other relevant information has been received to date.

Event description:
Later, the suspect product was received into the product analysis lab. Analysis has not been completed/approved to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's device showed high impedance of 9000 ohms. The physician had requested an x-ray be done and nothing was found on the x-ray by the neurologist. Later, it was reported that the patient underwent lead revision that immediately corrected the high impedance. The surgeon decided to replace the generator anyways even though there was no allegation against the generator. The surgeon elected to do this since patient was already in or. A new generator had been opened but during implant, the septum plug popped off when the surgeon was working with the set screw. Due to this, this device was scrapped and another m1000 generator was implanted. The event regarding the issue with the septum plug is captured in MFR. Report# 1644487-2026-10181. The suspect product has not been received to date. No other relevant information has been received to date.